Event description:
Patient required revision due to lead failure. No further details regarding the nature of the lead failure were documented. No adverse patient events were reported. Revision was successful and the lead remains actively implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.